Event description:
Complainant alleged that medics were monitoring a pt (age and gender unk) during a med-flight transport and portions of the display went blank. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.